Event description:
In february 2006 the lay user/pt contacted lifescan alleging that her one touch ultra was displaying error 2 and was displaying the battery symbol. The medical affairs specialist sent a letter in february 2006 since the pt cannot be reached by telephone. The pt stopped using her meter for two months because of the error 2 messages; however, it is unk when the error messages started. The pt attempted to use the meter again two weeks prior to contacting lifescan but she got the error message again so she was unable to test. She went to the doctor (date/time unk) and was given insulin due to high readings (readings/device unk). The pt's pills and insulin dosages were also increased. The customer care advocate (cca) verified that the meter was not out of the box and the correct testing/cleaning techniques were correct. The cca discovered that the pt was using expired test strips (expired september 2004). The pt did not have a replacement battery to troubleshoot the power issue. The meter, test strips, and control solution were replaced. It would be helpful to obtain the following: when the error2 and the battery issues started, if the pt had a backup meter, if the pt made any changes to her diabetes management due to the meter issues, and if the pt suffered any diabetic symptoms at the time of concern. This complaint is being reported because the pt was unable to test due to the error 2 messages, which potentially delayed proper self-treatment. The pt eventually required insulin treatment from her doctor.